Manufacturer narrative:
It was noted that the hospital is not expected to return the s-ICD. This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being filed to add the initial reporter's first and last name that along with correct the occupation.

Event description:
It was reported that the clinic was questioning the battery remaining percent on the subcutaneous implantable cardioverter defibrillator (s-ICD) as it was not displaying on the programmer upon interrogation. Technical services (ts) was consulted and reviewed the remote home monitoring system data. Upon review ts observed that the s-ICD battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Additional information was received that the s-ICD was explanted. No additional adverse effects were reported. It was noted that the hospital will not be returning the device as it was thought to have been discarded.

Event description:
It was reported that the clinic was questioning the battery remaining percent on the subcutaneous implantable cardioverter defibrillator (s-ICD) as it was not displaying on the programmer upon interrogation. Technical services (ts) was consulted and reviewed the remote home monitoring system data. Upon review ts observed that the s-ICD battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Additional information was received that the s-ICD was explanted. No additional adverse effects were reported. It was noted that the hospital is not expected to return the s-ICD.

Manufacturer narrative:
It was noted that the hospital is not expected to return the s-ICD. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
It was noted that the hospital is not expected to return the s-ICD. This product has not been returned to date. If returned analysis will be performed and this report will be updated. This report is being filed to add the initial reporter's first and last name that along with correct the occupation. This report is being filed to add the explant date (d6b) that was inadvertently left off the last report.

Event description:
It was reported that the clinic was questioning the battery remaining percent on the subcutaneous implantable cardioverter defibrillator (s-ICD) as it was not displaying on the programmer upon interrogation. Technical services (ts) was consulted and reviewed the remote home monitoring system data. Upon review ts observed that the s-ICD battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Additional information was received that the s-ICD was explanted. No additional adverse effects were reported. It was noted that the hospital will not be returning the device as it was thought to have been discarded.